Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-50, serial#: (B)(4), description: linear lead with enhanced stylet, 50cm. Model#: sc-4316, lot#: 16094233, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing shocking sensation and pain at the ipg site. The pocket site was noted to be tender. The physician believed that the pain could be caused by entrapment of nerves at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated and a lead was added per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing shocking sensation and pain at the ipg site. The pocket site was noted to be tender. The physician believed that the pain could be caused by entrapment of nerves at the pocket site. The patient will undergo an explant procedure.